Event description:
About 3 months after the primary surgery, the patient reported instability. The surgeon revised the head and utilized a sleeve option. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 03-jun-2022. Lot 2109336: (B)(4) items manufactured and released on 26-oct-2021. Expiration date: 2026-10-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event.